Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and the current blood glucose level was 65 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not mention any treatments related to low blood glucose event. Customer was not alleging insulin pump was over delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer also stated that the battery compartment, belt clip rails and the center button of the insulin pump were damaged. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked keypad at select button and stained keypad overlay.